Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the image issue was not confirmed. Based on the results of the investigation, the root cause could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation. The customer got the device in for repair and turned it on. The olympus log appeared on the monitor, but nothing else happened. This happened 2-3 times, but the next time the device started up correctly. The error had disappeared over the next few days. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center intermittently failed at start-up. When the device was switched on, the olympus logo appeared on its blue screen, but it stayed on and nothing else happened. The issue was found before the laparoscopic hysterectomy procedure. The procedure was completed as planned. There were no reports of patient harm.